Event description:
On 19 july 2023, the complainant contacted leica biosystems melbourne and the following information was documented "wax chamber 1 have a strong smell of formalin and droplets of formalin seen". The local leica lead technical project specialist documented the following additional information regarding the circumstances involved in the complaint: "when service coordination team calling for scheduling, customer stated a lab tech was sick from the formalin fumes. Fse scheduled for tomorrow. No tissue affected embedded tissues are fine, ran to completion in ret a, other wax chambers are fine, retort a also took awhile to drain formalin residue seen in ret a as well. No error prompted'". On 19 july 2023, the assigned local leica field service engineer (fse) documented the following: "no tissue affected embedded tissues are fine." No adverse consequence(s) to a patient(s) has been reported to the manufacturer. On 21 july 2023, the assigned leica field service engineer (fse) visited the customer site to assess the operation and function of the instrument and found "waxbath 1 was almost completely drained when I arrived. There was a heavy smell of formalin in waxbath 1 and the retort a." The fse determined that formalin was present in the wax and followed relevant procedures from the instrument service manual. The fse reviewed the instrument logs and "did not see any error that would have caused this to happen." The fse conducted "minimal test that would run and instrument passed." On 24 july 2023, the assigned leica field applications specialist - core histology, mid-atlantic (fas) visited the customer site to evaluate the circumstances involved in this event; and documented that the tissue processing run from which a staff member being exposed to formalin fumes was the "[protocol name] 3 hr" protocol comprising 23 cassettes executed in retort a on 19 july 2023. The fas noted that: "the customer reported that the affected technician was consumed by a formalin smell when she opened retort a after their 3-hour run...the customer stated that they accidentally sometimes put formalin-soaked baskets in uncleaned retorts. The customer is unsure if this action was recently completed on their unit. The affected technician did not have to seek medical treatment. The affected technician left the area to gain fresh air." The fas also documented the following: "customer stated a lab tech was sick from the formalin fumes. The customer reported smelling a strong scent of formalin in their wax baths. One of the techs needed to remove themselves from the lab due to the formalin exposure. The customer may have started the cleaning protocol after placing formalin soaked baskets in the retort. The customer was not aware of the wax purge at the beginning of the cleaning cycle." The fas "replaced all reagents on affected peloris unit with recommended initial bottle setup." And documented that the test runs completed successfully. On 25 july 2023, the assigned local leica field applications specialist - core histology, mid-atlantic (fas) advised leica biosystems melbourne that the staff member affected by exposure to formalin fumes did not either visit the emergency room or a medical practitioner due to the exposure to formalin fumes reported; no medical treatment was received from a medical practitioner; the affected staff member left "the area to gain fresh air." And there was no lost time at work i.e. Sick leave due to the exposure to formalin fumes reported.

Manufacturer narrative:
B5- correction to date in final paragraph. G6-follow-up report 01 selected. H2- follow-up report to correct information.

Manufacturer narrative:
The information available details that: "the customer stated that they accidentally sometimes put formalin-soaked baskets in uncleaned retorts the customer is unsure if this action was recently completed on their unit...the customer may have started the cleaning protocol after placing formalin soaked baskets in the retort..." Based on this information it is considered that the most likely root cause for the reported "wax chamber 1 have a strong smell of formalin and droplets of formalin seen" and "...technician was consumed by a formalin smell when she opened retort a..." Was a use error. Specifically, it is likely that a user had executed the quick clean protocol after placing formalin-soaked baskets in the retort and prior to execution of the affected run. This user action would have resulted in formalin residue being purged to the wax chamber at the start of the quick clean protocol. Manufacturer evaluation of the information available confirms that the instrument functioned as designed between 17 july 2023 and 20 july 2023. Although information provided by the complainant indicated that the affected user did not attend an emergency room and/or seek treatment from a medical practitioner and/or incur any lost time at work due to the circumstances involved in this event exposure of a user to formalin fumes has previously resulted in serious injury.

Event description:
On (B)(6) 2023, the complainant contacted leica biosystems (B)(6) and the following information was documented "wax chamber 1 have a strong smell of formalin and droplets of formalin seen". The local leica lead technical project specialist documented the following additional information regarding the circumstances involved in the complaint: "when service coordination team calling for scheduling, customer stated a lab tech was sick from the formalin fumes. Fse scheduled for tomorrow...no tissue affected embedded tissues are fine, ran to completion in ret a, other wax chambers are fine, retort a also took awhile to drain formalin residue seen in ret a as well. No error prompted.'". On (B)(6) 2023, the assigned local leica field service engineer (fse) documented the following: "no tissue affected embedded tissues are fine." No adverse consequence(s) to a patient(s) has been reported to the manufacturer. On (B)(6) 2023, the assigned leica field service engineer (fse) visited the customer site to assess the operation and function of the instrument and found "...waxbath 1 was almost completely drained when I arrived. There was a heavy smell of formalin in waxbath 1 and the retort a." The fse determined that formalin was present in the wax and followed relevant procedures from the instrument service manual. The fse reviewed the instrument logs and "...did not see...any error that would have caused this to happen." The fse conducted "...minimal test that would run and instrument passed." On (B)(6) 2023, the assigned leica field applications specialist - core histology, mid-atlantic (fas) visited the customer site to evaluate the circumstances involved in this event; and documented that the tissue processing run from which a staff member being exposed to formalin fumes was the "[protocol name] 3 hr" protocol comprising 23 cassettes executed in retort a on (B)(6) 2023. The fas noted that: "the customer reported that the affected technician was consumed by a formalin smell when she opened retort a after their 3-hour run...the customer stated that they accidentally sometimes put formalin-soaked baskets in uncleaned retorts. The customer is unsure if this action was recently completed on their unit. The affected technician did not have to seek medical treatment. The affected technician left the area to gain fresh air." The fas also documented the following: "customer stated a lab tech was sick from the formalin fumes...the customer reported smelling a strong scent of formalin in their wax baths. One of the techs needed to remove themselves from the lab due to the formalin exposure. The customer may have started the cleaning protocol after placing formalin soaked baskets in the retort. The customer was not aware of the wax purge at the beginning of the cleaning cycle." The fas "...replaced all reagents on affected peloris unit with recommended initial bottle setup." And documented that the test runs completed successfully. On (B)(6) 2022, the assigned local leica field applications specialist - core histology, mid-atlantic (fas) advised leica biosystems melbourne that the staff member affected by exposure to formalin fumes did not either visit the emergency room or a medical practitioner due to the exposure to formalin fumes reported; no medical treatment was received from a medical practitioner; the affected staff member left "...the area to gain fresh air." And there was no lost time at work i.e. Sick leave due to the exposure to formalin fumes reported.